Event description:
It was reported to target that during an embolization procedure the dasher-10 guidewire was being advanced through a catheter. The physician was rotating the guidewire but with no results so he removed the catheter and guidewire from the body. This product malfunction had no impact to pt safety. It was discovered on 4/30/1998, during evaluation of the returned product, that it was broken making this complaint a MDR.